Event description:
It was reported that during a remote follow-up appointment, the physician noted an abrupt change in the sensing signal morphology, as well as the sensing parameters, from this left ventricular (lv) lead. Boston scientific technical services was contacted and recommended assessing the lv lead integrity at the next follow-up appointment. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a remote follow-up appointment, the physician noted an abrupt change in the sensing signal morphology, as well as the sensing parameters, from this left ventricular (lv) lead. Boston scientific technical services was contacted and recommended assessing the lv lead integrity at the next follow-up appointment. The patient was recently evaluated in-clinic, where the physician concluded the change in morphology was the result of temporary lv loss of capture. Lead integrity testing was performed at the follow-up appointment, which revealed in-range sensing values and impedance measurement. The loss of capture was also unable to be replicated. The physician elected to leave the lv programming parameters the same and continue with remote monitoring. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.